Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on 19-oct-2015 who had essure (fallopian tube occlusion insert) inserted in 2009. Consumer stated a while after essure insertion, she was hurting real bad in her uterus, and still was experiencing it. She was in the hospital twice, experienced back pain and lost some of her hair and it was gone thin with terrible migraines, which she was on two different medications (topomax and nortriptolyn). She assessed hospitalization as event outcome however she did not provide more details. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who was hurting real bad in her uterus after essure (fallopian tube occlusion insert) insertion. She stated she was in the hospital twice. This event is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer developed uterine pain a while after essure insertion. Although limited information was provided, since consumer related her pain to essure and as no follow-up will be possible; company considers causality with the suspect insert cannot be excluded. As hospitalization cannot be formally excluded in this case, it was regarded as an incident. In addition non-serious events were reported. A product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 10-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are known possible undesirable event and not indicative of a quality defect per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who was hurting real bad in her uterus after essure (fallopian tube occlusion insert) insertion. She stated she was in the hospital twice. This event is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer developed uterine pain a while after essure insertion. Although limited information was provided, since consumer related her pain to essure and as no follow-up will be possible; company considers causality with the suspect insert cannot be excluded. As hospitalization cannot be formally excluded in this case, it was regarded as an incident. In addition non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect.